Manufacturer narrative:
The unit did not have a button error alarm. The unit had an intermittent button response due to a corroded keypad. The unit had a cracked reservoir tube lip, cracked battery tube threads, a minor scratched lcd window, and a scratched reservoir tube window.

Event description:
The customer called in to report that the insulin pump alarmed button error. The customer's blood glucose level was 170 mg/dl. The caller could not recall any significant events leading to the issue. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.